Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, battery testing, functional testing, and an alarm log review were performed. Visual inspection and the alarm log review noted a battery low alarm. The cause was determined to be blown fuses and a damaged main battery. The fuses and main battery were replaced to resolve the problem. A service history review revealed the device was previously serviced for the reported condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a battery low alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.